Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported when the device is turned on, it takes fifteen seconds for the device to power up. There was no report of patient involvement.